Event description:
Procedure: prostatectomy. Reportedly, the device did not seal the tissue correctly. There was no further information made available about this complaint. There was no reported injury.